Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found leak at connection to helium gauge. Tightening this connection corrected the issue. Fse performed system check out. Unit passed all calibration, functional and safety tests performed. Device completed repair with all functional and safety tests per  manufacturer  specifications.

Event description:
N/a.